Event description:
A customer in the (B)(6) notified biomérieux of false susceptible oxacillin results in association with vitek® 2 ast-p633 test kit. A staphylococcus aureus strain was tested three times with the following results: (B)(6) 2017 oxa mic 0.25 = susceptible, sxt mic 80 = *resistant, cefoxitin disk diffusion test: resistant. (B)(6) 2017 oxa mic 1 = susceptible, sxt mic 160 = resistant. On (B)(6) 2017, the strain was retested from a colony growing on the inner ring of the disk diffusion of the cefoxitin disc test. Oxa mic >2 = resistant, sxt mic 20 = susceptible, cefoxitin disk diffusion test: resistant. Customer stated that there were no wrong results reported to a physician or incorrect treatment given. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of false susceptible oxacillin results for a staphylococcus aureus strain in association with vitek® 2 ast-p633 test kit. An investigation was performed. The strain identification was confirmed as staphylococcus aureus with the vitek® gp card. The presence of one (1) (B)(6) strain was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant (d = 14 mm). The reference method for oxacillin (agar dilution) gave a susceptible result (mic=2 mg/l). Two (2) vitek 2 ast- p633 cards were tested from cba culture. One card was from the customer lot 7330319203 (cl) and the other card from the random lot 7330040203 (rl). The results for both cards tested, were oxsf negative and susceptible ox (mic </= 0.25 mg/l with cl and 0.5 mg/l with rl) with "acquired penicillinase" phenotype. The ox value is an essential agreement error (underestimation) with the reference mic (ad = 2 mg/l s), but no category error. The oxsf negative test is not correlated with the disc diffusion result (fox kb d = 14 mm r). In conclusion the customer results (ox s and oxsf negative test) were reproduced. The non-detection of the (B)(6) strain is due to the false negative oxsf result (late growth in the oxsf well in the card). The strain exhibited atypical growth.